Event description:
Patient developed svc syndrome. The leads were removed and the svc was reconstructed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)